Event description:
It was reported that the patient was unable to adjust stimulation with the patient programmer. The patient programmer was not working and the patient had changed batteries to no success. The patient programmer beeped, but there were no icons as expected. The patient had no therapy. Later that day it was reported that the patient had a loss of therapeutic effect and had no stimulation sensation. The patient started having no stimulation two days ago with a return of symptoms. The patient could not connect to her implant with or without the antenna. Further in the day, it was reported that the programmer would not work with either antenna. The anomaly appeared to have occurred through product use. The following day, it was reported that the patient got a new patient programmer on the day of the report, but accidentally put her antenna in the box and shipped it back. The patient did not know she was supposed to keep the old antenna. The patient was unable to communicate with the implant without the antenna. The patient stated that her ¿implant hurt because she had not been without this for about four to five days now. It hurt on top of the implant and was probably because she did not feel any stimulation.¿ the patient usually felt it when it was working, but she had not felt it ¿for a week.¿ the patient noted that she did not use therapy that often and found out ¿on friday¿ that it was not working. Analysis was unable to verify the telemetry problem of the patient programmer. Additional information was requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient had an appointment on (B)(6) and didn't know if a manufacturer's representative was supposed to be there. It was noted that the patient's ins was dead and had been dead since (B)(6). The patient wasn't sure if doctor knew her battery was dead. The appointment was just a regular check up.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's therapy had not been working in over two months. The reporter had telemetry issues and it was noted that the patient stopped feeling stimulation "about two months ago." The patient later stated that it may have been six weeks ago, she could not remember exactly. The patient thought her battery was dead and only got poor communication with the new programmer. The patient was using a catheter to go to the bathroom and wanted to make sure it was not going to cause any problems or "hurt her" by being in her body if the battery was dead. The patient had an appointment to see her doctor in (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# unknown, product type: accessory. Product ID: 3093-28, lot# v048607, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the cause of the event was failure of device. Normal battery depletion was noted.